Event description:
The facility reported a colleague infusion pump with a malfunction of a pump head module "fault". This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4).evaluation summary: the reported condition of a colleague infusion pump with a malfunction of a "phm fault" was confirmed as failure code 89:xxx through further evaluation by quality engineers. The root cause of this condition was assigned to user error. The main batteries and battery harness were replaced to correct this condition. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.